Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The transducer pt800 failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported low exhaled tidal volumes and circuit disconnect alarms. The fsr performed calibration on the exhalation valve. However, the issue went unresolved. The customer determined the most likely cause of the issue is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the alarm came up on start up and will not clear. The customer reported there is no patient involvement associated with the event.